Event description:
It was reported that the reamers in this set are all dull/ineffective and will need to be replaced. The rep identified the issue, and it is not a complaint from the surgeon. No time was added to surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was received for investigation. Physical examination of the returned instrument can confirm, the dullness complaint cutting surface. Thus, a normal wear by usage. Is not as sharp as first use condition. The device was manufactured in 1/8/2019. Prior reports for dullness that were attributed to heavy usage/wear out have been previously received. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary.